Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
Pt was an elderly gentleman, (B)(6). The nurse found the catheter was not connected to the drainage bag and on close inspection found the catheter had separated from plastic hub. The catheter was automatically clamped and catheter removed. Pt uttered words "toilet" so they assumed it may have happened when he went to the toilet. No harm to pt reported.